Event description:
(B)(6)- medial plantar aspect of the left great toe- large thick periwound callus (unsure of this is right or left; inconsistency in charting) patient had right diabetic ulcer of right foot- right great toe. Primatrix placed. Per note: (B)(6) 2021 pt here for follow up she has ulcer with persistent periwound callus of the left plantar great toe it measures sl improved this week (B)(6) 2021- follow-up appointment. Collagen utilized in wound. No fever. 6/10- follow-up appointment- persistent periwound callus. No signs/symptoms of infection. Wound was cleansed with vashe and gauze. Primatrix #2 not placed due to the wound being peri wound being macerated. Changed to silver alginate and wrapped with kerlix and coban- size improved this week. (B)(6)- presented to ed with reports of fever, chills, generalized weakness, and pain, cough, ulcerative lesion to the right great toe. Patient with history of sepsis previous diabetic foot ulcers and recurrent uti. Itis noted that she is ill- appearing and toxic-appearing. Ulcer and skin breakdown documented on right foot. Lactic acid 2.2. Temp: 102.5. Dx: sepsis and uti. Possible diabetic foot infection. Right great toe was noted to be red and some drainage was noted from the ulcer. The right great toe is red and slightly warm to touch. Per wound consult: she was last seen at the outpatient wound clinic on (B)(6). On that visit the ulcer to the plantar surface of the right great toe measured slightly smaller. Ms. (B)(6) had a primatrix graft applied the week prior with the dressing left in place for a week as instructed. However on the last visit with wound clinic it was decided to hold off on placing another graft and instead using silver alginate and changing the dressing daily. There were no indications of infection to the wound on that visit. Upon presentation to the ed the right great toe was noted to be red and some drainage was noted from the ulcer. Exam this morning reveals an ill appearing female patient currently on low dose pressors to maintain an adequate blood pressure. Urinalysis from last night indicates a significant uti. The right great toe is red and slightly warm to touch. The ulcer on the plantar surface measures 1.8 cm x 1.7 cm x 0.5 cm. This is considerably large than it was on (B)(6). The wound bed is a reddish brown with scant tan colored drainage. The periwound continues to be calloused with a halo appearance. The wound was cleansed with normal saline and a small allevyn bordered foam was placed. After MRI is done will place appropriate dressing. Plain films obtained last night demonstrated lucency in the plantar soft tissue of the 1st digit which was worse when compared to exam earlier in the year. There was also soft tissue swelling in the dorsum of the foot. Dx: diabetic foot ulcer with cellulitis and osteomyelitis of the right hallux. Patient underwent toe amputation of right great toe on (B)(6). Of note: bc were + for mssa. Uti- e. Coli. Patient d/c on 6/24 home with hh. On (B)(6), patient had debridement of right 1st metatarsal and sesamoidectomy of right foot- she has exposed bone during follow-up. Additional follow-up debridement showed that patient was doing well. Recall of integra primatrix on (B)(6) 2023. Reference report: mw5148671.